Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer received a lower reading from her adc freestyle libre sensor than a reading received on a hospital meter. She further reported that on (B)(6) 2018 customer began to experience ¿abdominal pain, vomiting and feeling discomfort¿ so a scan was done and a result of 90 mg/dl was received. Customer was taken to the hospital where a reading of ¿about 400 mg/dl¿ was received on a hospital device. Customer was diagnosed with dka (diabetic ketoacidosis), hospitalized and treated with an infusion of unknown type, insulin and ¿level 1¿ analgesics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Initial MDR incorrectly documented the date. The correct date of awareness and date entered is: 10/2/2018.

Event description:
Customer¿s mother reported customer received a lower reading from her adc freestyle libre sensor than a reading received on a hospital meter. She further reported that on (B)(6) 2018 customer began to experience ¿abdominal pain, vomiting and feeling discomfort¿ so a scan was done and a result of 90 mg/dl was received. Customer was taken to the hospital where a reading of ¿about 400 mg/dl¿ was received on a hospital device. Customer was diagnosed with dka (diabetic ketoacidosis), hospitalized and treated with an infusion of unknown type, insulin and ¿level 1¿ analgesics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed and no issues were observed. Performed visual inspection on sensor plug assembly and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer¿s mother reported customer received a lower reading from her adc freestyle libre sensor than a reading received on a hospital meter. She further reported that on (B)(6) 2018 customer began to experience ¿abdominal pain, vomiting and feeling discomfort¿ so a scan was done and a result of 90 mg/dl was received. Customer was taken to the hospital where a reading of ¿about 400 mg/dl¿ was received on a hospital device. Customer was diagnosed with dka (diabetic ketoacidosis), hospitalized and treated with an infusion of unknown type, insulin and ¿level 1¿ analgesics. There was no report of death or permanent injury associated with this event.